Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested a bolus, but noticed that the bolus had been stopped prior to delivering all the requested units. The customer's blood glucose level was 100 mg/dl. Tandem technical support reviewed the bolus history and confirmed there were no alerts or alarms that would have suspended the bolus delivery. The customer did not recall accidentally canceling the bolus and did not believe having stopped the delivery. Although requested by tandem technical support for the customer to upload the pump data logs to perform a log review, the customer declined. The (B)(6) customer declined further assistance and all further troubleshooting on the reported event. Additionally, the customer stated another bolus would be requested to complete the interrupted bolus., and declined further follow-up from tandem technical support.